Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058209r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a pump problem. A revision was being performed on the day of report to move the pump pocket. It was thought that the pump had migrated and they were going to put the pump on the other side. Later it was later confirmed that there was pump movement. It was noted that they would likely need to add some catheter length to the existing catheter. The patient was not experiencing any symptoms. The new pocket resulted in successful device repositioning. At the time of report the patient was doing well and was receiving effective therapy. The pump was used to infuse lioresal. If additional information is received, a follow-up report will be sent.